Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation did not properly assess for the reported condition of did not pass rate calibration. The reported problem 'did not pass rate calibration' could not be adequately investigated and flow accuracy testing was not performed due another failure of ¿load set¿ occurring upon loading the set. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the rate calibration. The problem was found during testing in the biomedical service department. There was no patient involvement. No additional information is available.